Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapling device was being used for the second firing on the stomach tissue. When firing the stapler, it completely stopped and the lcd screen went completely black, and it would not wake up. The stapler was not able to fire. The stapler partially fired before the lcd screen went black. In order to resolve the issue and complete the case, used the manual retraction tool to open and straighten the jaws and release them from the tissue. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.